Event description:
It was reported that the transmissions of the implantable cardiac monitor (icm) were not visible on the remote monitoring network. Through further investigation, the icm had intermittent telemetry which prevented all the data from transferring to the monitor. Troubleshooting steps were suggested to increase the telemetry between the icm and the monitor. The monitor and icm remain in use. No patient complications have been reported as a result of this event.